Event description:
It was reported that during a tumor excision procedure that the drill bit broke. It was also reported that there was no delay to the surgery and the broken part did not fall into the surgical site. It was further reported that another device was readily available and the procedure was completed successfully.

Manufacturer narrative:
One part of the broken drill bit subjected to this MDR was returned for evaluation. It was visually confirmed that the part was broken below the drill bit tip. The tip of the drill bit was not returned. The returned part was measured where possible and all critical specifications were met. The manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.